Event description:
It was reported, prior to implantation of the 23 mm transcatheter aortic bioprosthetic valve (tav), the patient was identified as having high-risk anatomical features for coronary obstruction, including a narrow sinus of valsalva, circumferential calcification of the sinotubular junction, a low left coronary artery height of 11 mm, and long native valve leaflets. Due to these factors, in addition to generally narrow anatomy, the procedural plan was to perform a bioprosthetic or native aortic scallop intentional laceration to prevent coronary artery obstruction (basilica) of the native valve left coronary cusp and implant a downsized 23 mm tav. The steps leading up to basilica proceeded smoothly; however, after cutting the native valve leaflet, a decrease in blood pressure was observed. In response, percutaneous cardiopulmonary support was urgently initiated. The drop in blood pressure was initially attributed to worsening aortic regurgitation (ar); however, coronary angiography also revealed left coronary artery obstruction. Because the ar was considered hemodynamically critical, implantation of the tav was performed promptly to stabilize the ar. During tav deployment, under expansion of the valve frame was noted; however, the valve was fully deployed to control the ar. Tav deployment was followed by immediate percutaneous coronary intervention of the left coronary artery. Thrombus aspiration and stent implantation were performed, and partial revascularization was achieved with balloon angioplasty, allowing management without conversion to open surgery. It was noted that the coronary ostium did not appear to be obstructed; the coronary occlusion was deemed to be caused by air entry, thrombus, cut leaflet tissue, or similar material. A post¿implant balloon aortic valvuloplasty was performed due to the frame under expansion which was resolved. A percutaneous heart pump (impella) device was introduced for hemodynamic support. It was noted by the physician that the valve frame under expansion was insufficient to be classified as infolding.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.